Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 112678 with the following internal whole blood samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 112678 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive/conflicting results related to lot number 112678 showed that the complaint rate is 0.004%. The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A customer reported dual (B)(6) antigen (ag)/antibody (ab) results on a whole blood sample with alere determine (B)(6) ag/ab combo. The customer performed repeat testing with the same sample on the same kit lot (112678), generating (B)(6) results. The customer reported that confirmation results were (B)(6) but indicated that the confirmatory testing methodology was "no." The patient was reported as male. No art was given to the patient based on the alere determine (B)(6) ag/ab combo results. Patient outcome is unknown. Attempts to gain clarification and further information were not successful. Conflicting results obtained on the same sample with the same lot of alere determine (B)(6) ag/ab combo suggest a malfunction has occurred in one of the devices as the results would be expected to be the same.